Event description:
Additional information was received from a manufacturer representative. It was reported that the physician is suspecting normal battery depletion. The physician always tests leads intro-operatively and may decide to do a lead revision at the time. No other cause for lead revision was known. No surgery have been scheduled due to covid-19 restriction. No further patient complications are anticipated or expected asa result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0am2p, (B)(6) 2013, explanted: product type lead; product ID 3889-28, lot# va0am2p, implanted: (B)(6) 2013, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim.it was reported that the patient was experiencing a return of leaking symptoms. Normal battery depletion may have caused or contributed to the patient's symptoms. The physician's office had performed a battery check and determined that the patient had 6 months left on their battery. The date of the battery check was unknown. The patient was then told they would be scheduled for a replacement and possible revision of their lead. Surgical intervention was going to be performed. However, before the patient's surgery was scheduled, the patient was told they had an abnormal EKG. The patient had a stent placed in (B)(6) 2019 and needed to be placed on blood thinners for a year. For this reason, surgical intervention has not been performed and was not scheduled at this time. The patient had not been seen back in the office since their initial battery check. No further complications were reported.